Manufacturer narrative:
Investigation summary: observations and testing could not be performed because units were not received for investigation of this incident. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion: the defect needle retraction failure and needle stick injury; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing.

Event description:
It was reported that the needle failed to retract and resulted a needle stick injury with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: we had an incident with an ed nurse today that had a finger stick due to the safety needle not retracting.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle failed to retract and resulted a needle stick injury with a bd insyte autoguard shielded IV catheter. The following information was provided by the initial reporter: we had an incident with an ed nurse today that had a finger stick due to the safety needle not retracting.